Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 6.6; lab: 3.9. Pt's therapeutic range 2-3 inr.

Manufacturer narrative:
Investigation pending.